Event description:
This report summarizes 2 malfunction events, where it was reported there was reduced/inadequate brake force or the brakes do not remain engaged. There was no patient involvement.

Manufacturer narrative:
The final device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. H3 other text : see h10

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported there was reduced/inadequate brake force or the brakes do not remain engaged. There was no patient involvement.